Event description:
It was reported that during insertion of the distal screw through the aiming arm, the screw did not target correctly. The surgeon had to use a perfect circles technique to insert the distal screw, adding approximately 10 minutes to the surgery. This is report 3 of 4 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.